Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that patient had unrelated back surgery and the lead was damaged during the procedure. In turn patient experienced ineffective stim. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced addressing the issue.